Event description:
It was reported that a home patient experienced a connection issue between the patient connector of peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: it was reported that a home patient experienced a disconnection (previously reported as connection issue) between the patient connector of peritoneal dialysis (pd) transfer set and the titanium adapter. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.